Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion area was located in a calcified right coronary artery. A 1.50mm rotalink burr, 330cm rotawire, and ce rotablator console were selected for a percutaneous coronary intervention. During the procedure, the pedal suddenly broke down and the high and low speed could not be changed. A pedal failure and malfunction of the dynaglide was confirmed. The burr and wire were simply pulled out and the procedure was cancelled and rescheduled. No patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the guidewire body has a section of kinks/bents approximately at 116cm from the proximal end. The distal tip is bent. The spring tip is stretched. Dimensional inspection was performed. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion area was located in a calcified right coronary artery. A 1.50mm rotalink burr, 330cm rotawire, and ce rotablator console were selected for a percutaneous coronary intervention. During the procedure, the pedal suddenly broke down and the high and low speed could not be changed. A pedal failure and malfunction of the dynaglide was confirmed. The burr and wire were simply pulled out and the procedure was cancelled and rescheduled. No patient complications reported and the patient was stable.